Manufacturer narrative:
Concomitant medical products: 310c29 valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right ventricular (rv) lead exhibited intermittent non-capture. The rv lead remains in use. No further patient complications have been reported as a result of this event.